Event description:
It was reported that a therapeutic hyrothermal ablation procedure was performed in 2006, during the cool down process the physician removed the scope prematurely. Patient suffered a internal vaginal burn and external burn on the right buttock. Patient was treated with silvadene cream. Patient is healing with minor soreness in the buttock area.